Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the indication for use section in the supera instructions for use (IFU) states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and/or proximal popliteal artery with reference vessel diameters of 4.0 to 6.5 mm, and lesion lengths up to 140 mm. In this case, the use of the supera in the cfa does not appear to have contributed to the reported difficulties.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the target area was a totally occluded lesion in the left common femoral (cfa) and external iliac artery. Pre-dilatation was performed with an unspecified balloon. The supera veritas stent was deployed and the deployment appeared to be normal. The system was locked and the delivery system was retracted. The nose cone of the device appeared to have been completely retracted prior to pull back of the delivery system. Resistance was felt during retraction of the delivery system and the nose cone became caught on the implanted stent and the proximal part of the stent became stretched all the way over the bifurcation, and the nose cone became separated. The separated part was attempted to be retrieved with a snare, but the attempt was unsuccessful. The nose cone remained in the area of the right femoral artery. The patient was sent to surgery and the separated nose cone and the stent were successfully removed. The patient is reported to be doing well with no issues noted with the deployed supera stent. The physician commented that he was not completely certain that he observed under fluoroscopy that the stent had been released from the tip of the catheter. He also noted that there was a significant wire-bias, due to the placement of the stent in the tortuous iliac artery. He speculated that this may have pushed the tip and the delivery system toward the lateral side of the stent, which may have been a contributing factor to the tip catching in the stent. No additional information was provided.